Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00423 and 00424.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient initially underwent bilateral knee arthroplasty; although a complete component list was provided, there was no indication in which knees the individual components were placed. A cross-compatibility of all the components was performed with no issues found. The device history records for the femoral component were reviewed and no deviations or anomalies were found. A product history search found no other complaints for the femoral part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly. Associated manufacturer report numbers are 1225714-2014-00423 and 1225714-2014-00424. Note: this is one of two events related to this patient. The first event (sudden cardiac event) is associated to the following manufacturer report numbers: 1225714-2015-08100 and 1225714-2015-08101.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-00423 and 1225714-2013-00424.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event; approximately two weeks later the patient experienced another sudden cardiac event and expired the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-00423 and 1225714-2013-00424.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event; approximately two weeks later the patient experienced another sudden cardiac event and expired the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly. Associated manufacturer report numbers are 1225714-2014-00423 and 1225714-2014-00424. Note: this is one of two events related to this patient. The first event (sudden cardiac event) is associated to the following manufacturer report numbers: 1225714-2015-08100 and 1225714-2015-08101.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.